Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had experienced difficulty charging the pump. Multiple tandem usb cables were sent to the customer however, they were unable to charge the pump successfully. Reportedly, the customer was able to charge the pump using an alternate usb cable. The customer's blood glucose level was 125 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.